Event description:
This is the second of two reports (same distributor, same product ID, different serial numbers, different patients). Linked to mfg report: 3004608878-2016-00253. After surgery was performed, an a2020 mayfield radiolucent skull pin was found cracked at the top. The cracked pieces were also stuck into the patient¿s scalp. During the procedure, the a2114 mayfield skull clamp was used with a force of 60 pounds (lbs.). The patient's outcome, gender and age were not provided. Additional information has been requested.

Manufacturer narrative:
Integra completed its internal investigation 11/10/2016. The investigation included: method: device history review. Review of complaint management database for similar complaints. Results: device history record reviewed for this product ID under lot code/work order (B)(4) manufactured on 03/30/2016 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrrs, variances. A two year look back for this reported failure and/or related to "cracked" for this product family shows that no additional complaints were received. This customer has reported 2 complaints within a week apart. No new design or manufacturing trends have been identified. Engineering and quality were able to partially confirm the customer complaint based on the picture sent. The product was not returned, however, with the picture provided by the customer the skull pin is broken at the distal end of the sharp, appearing with a chip missing. Conclusion: engineering and quality were able to partially confirm the complaint. The root cause cannot be verified as the material was not returned.